Event description:
Vns pt was scheduled for exploratory surgery due to suspected lead problem. The pt has experienced a recent increase in seizure activity and it was reported that the lead was "leaking". The pt has a bulge on the left side of neck due to a bulging vein near the neck incision.